Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed for potentially associated lot numbers gd896290 and gd896589 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. In addition, it was reported the patient was throwing up when performing dialysis. Treatment for these events was not reported. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the events. At the time of this report, the patient remained hospitalized; the outcome of the peritonitis event was not reported. Additional information was requested but is not available. This is report 2 of 4 involved in this peritonitis event.